Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the patient's ipg revision procedure on (B)(6) 2021 (manufacturer report number 1627487-2021-16133), the patient's s1 lead was cut. As a result, the lead was explanted and replaced. Effective therapy was established post-operatively.